Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 205 mg/dl. Troubleshooting was performed and found several no delivery alarms in the history. The insulin pump passed the prime test, but the husband didn't have a tubing clamp for the high pressure test. Nothing further was reported.